Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to a shorted u1004/u1005 and u6 pld processor on the computer/analog board. The root cause for the shorted pld processor could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).